Event description:
Contrast dye was infused through the line at 3cc's per second. The dye sprayed out of the back of the unit through the prn connector and into the clinician's right eye. Blood borne pathogen testing was not performed. The eye and contact lens were flushed with water and saline solution.